Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd ultrasafe plus¿ passive needle guard there was an issue with safety failure. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd ultrasafe plus passive needle guard there was an issue with safety failure. There was no report of injury or medical intervention.

Manufacturer narrative:
Based on the description provided by the customer, it appears that there was potentially no issue with the component. The verbatim states that the spring did not cover the syringe. An ultrasafe device is desired to only cover the needle and not the syringe. Bdm-ps performed a batch history record review including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), and were manufactured and released according to applicable procedures and specifications. As no samples were provided this complaint will be classified as unconfirmed. If the samples are returned the complaint will be reopened and re-evaluated. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process.